Event description:
Reporter indicated that patient has experienced a decrease in blood pressure since vns implant. Stimulation was initiated in 05/2002. The patient's baseline systolic blood pressure was 120 and is now 90-100. The patient's heart rate is unchanged and runs 60-80 bpm. The pt is reportedly asymptomatic with this blood pressure. The pt has aslo experienced an increase in their seizure activity. Patient has had 2 generalized tonic-clonic seizures in the past three weeks, which is reportedly an increase in frequency from baseline. The patient has also experienced an increase in the duration of their partial complex seizures that used to last about 5 minutes and are now about 15 minutes. The patient had been taking 18 tablets of depakene per day (dosage unknown) but was recently reduced to 6 tablets per day because their blood levels at the higher dosage were reportedly non-therapeutic. The physician does not believe that the increase in seizure activity is related to the reduction of depakene. The patient's device has been programmed to off in 06/2002 and their physician is monitoring patient's blood pressure. Attempts to obtain additional information have been unsuccessful to date.